Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ migration: unable to observe. As per the investigation procedure, opening, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b6; d9 ; h3; h6.

Event description:
Patient reported "rupture". Healthcare professional later reported right side "bottom fall out symptom". The right-side device was not ruptured. Device has been explanted and replaced with a non-allergan device. Capsulectomy was performed.

Event description:
Patient reported "rupture". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture". Healthcare professional later reported right side "bottom fall out symptom". The right side device was not ruptured. Device has been explanted and replaced with a non-allergan device. Capsulectomy was performed.

Manufacturer narrative:
Correction to d6b explant date in the initial medwatch: date should have been blank as it was in the future at the time of submission. Device explant has now been confirmed. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: "bottom fall out symptom". Additional, changed, and/or corrected data: b3, b5, b6, d1, d2a, d2b, d4, d6a, d6b, g2, g4, h4, h6, h11.